Manufacturer narrative:
The philips engineer verified that the system was working according to specification. The client was informed of the current status.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the customer requested the stentboost settings to be checked.the clinical use of the system was in use.there was no harm reported to philips.